Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error and insulin pump error. There was no damaged to the reservoir lip ring. Customer reported cracked to the insulin pump at the back of battery compartment. No harm requiring medical interventions reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case . Device passed self test and displacement test. No pump error 3, pump error 53 or pump error 54 alarms noted during testing however, the formatted history file confirmed pump error 3 and pump error 54 alarm due to a software error.